Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown mentor gel breast prosthesis, serial number and catalog numbers are unknown. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a primary breast augmentation procedure with unknown mentor gel breast prostheses where the left implant ruptured. Additionally, the patient experienced capsular contracture in both breasts (baker grade iii for the left breast, baker grade ii for the right breast) as a result, the patient underwent bilateral explantation on (B)(6) 2017. This medwatch report is for the right breast prosthesis.

Manufacturer narrative:
On 04/20/2018, mentor received additional information that the patient¿s explanted devices were replaced with mentor memorygel breast implant 550cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).